Event description:
It was reported that the patient felt ill and had experienced extreme exhaustion with high resting heart rate six months after initial implant. Upon interrogation, it was found that the dual right ventricular (rv) and right atrial (ra) leadless pacemakers (lp) exhibited high output rate. Programming changes were made. No further information was provided.